Event description:
The customer reported the au480 clinical chemistry generated erratic salicylate (saly) patient results and issue with ise (ion selective electrode) anion gap (agap) results. The erroneous results were not reported outside the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au480 clinical chemistry analyzer. The fse inspected the instrument and found that wash station was misaligned, cuvette was chipped, and spiral mixer bars were chipped. The fse determined the primary failure mode was due hardware malfunction. The fse replaced the cuvette, spiral mixer bars, and realigned the wash station. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(6).